Event description:
Customer reported a button error alarm and stated that the insulin pump had been face down in the fridge. The blood glucose reading was 136 mg/dl. She stated that she was in (B)(6) and moving from location to location at that time. Nothing further was reported.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.